Event description:
It was reported that the patient underwent abdominal surgery on (B)(6) 2012 and suture was used. The needle tip broke during the surgery. The patient required several procedures to locate the needle fragment. However, it could not be found. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.